Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2011, product surveillance contacted the nurse regarding the overfill events and the nurse indicated that the device was returned because the clinic migrated to another vendor. The nurse also reviewed her records and confirmed that no adverse events were reported. No allegations were made against the dialysis products. Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The assignable cause of the additional the pediatric iipv found in the logs was undetermined, as there was not enough information available in the device logs to make a determination. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4)). This is follow up report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration reading was 871ml, indicating the home patient (hp) drained 871ml more than their programmed fill volume. This information meets iipv criteria.